Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with 50 units with the pump and 50 units with syringe. The customer was able to get blood glucose down to 400 mg/dl with last sensor. The customer stated that his sensor came out because he rubbed it up against the steering wheel. The product was not returned for analysis.